Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device could not be turned on due to a defective printed circuit board and the screen was scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the high-definition lcd monitor could not be turned on. Subsequently, the intended diagnostic enteroscope procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device cannot be turned on due to a failure of the g1 board. A root cause cannot be specified. Olympus will continue to monitor field performance for this device.